Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. Visual inspection revealed that the microcatheter was compressed at 49.0cm distal to the strain relief, separated on its distal shaft and the distal tip was ripped off. The distal tip marker was not returned with the catheter. The microcatheter was kinked, compressed and deformed under the strain relief and just distal to the strain relief. Functional testing could not be performed due to the condition of the returned device. A 0.016 inch mandrel was advanced in the proximal end of the catheter and lot of friction was experienced. The cause for the catheter kinked, shaft flat/crushed, shaft deformed, and catheter friction could not be definitively determined because these were not previously reported. Information available indicated that the reported issue was observed during tip shaping. It is probable that the ripped off catheter tip likely occured during the tip shaping. It is likely that holding the device too close and/or to the steam source contributed to the reported issue. Per the device dfu: "shape microcatheter by holding mandrel/microcatheter assembly no closer than 2.54 cm (1 in) from steam source for approximately 10 seconds. Do not position microcatheter closer than 2.54 cm (1 in) from the steam source. Damage to the microcatheter may result." Based on the information available, an assignable cause of use error was assigned to this event.

Event description:
The microcatheter was returned for analysis and it was discovered that the catheter distal tip was ripped off. There were no consequences to the patient.